Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the top of the humidifier does not thread on correctly thus causing no gas flow to reach the pt. Complaint states that after several attempts to correctly thread the top; the therapist may or may not get a good seal. Alleged defect occurred during high-flow therapy treatment to the pt. There were no reports of pt harm.